Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Note: manufacturer contacted customer on 3/12/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and she was not currently experiencing any diabetic symptoms. The customer stated no medical intervention was needed since the last call. Customer stated she started to eat some that day and was doing much better.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of 103 mg/dl and lo. Customer stated the meter is reading e-3 but she was able to obtain readings of lo and 103 mg/dl. The e-3 error had occurred as soon as the test strip was inserted into the meter. The customer's expected fasting blood glucose test result range was undisclosed. The customer stated she is on a lot of pain medication and was a little shaky since she is not eating. During the call on (B)(6) 2017, four blood tests were performed by the customer that produced test results of e-3 using trueresult meter. The product is not stored according to specification; strips have been stored in the bathroom for about a year. The test strip lot manufacturer's expiration date is 12/21/2018 and open vial date is (B)(6) 2017 (have been stored in bathroom for about a year). The meter memory was reviewed for previous test result history: l0 (B)(6) 2017 12:00:00 pm fasting: no. Customer is having a hard time getting with the meter since it is reading e-3 customer has been storing the strips in the bathroom for about a year since she has been in and out of the hospital for many problems not related to diabetes but she is not trying again to use the meter and it keeps reading e-3, she was able to get a couple of readings lo and 103 mg/dl I told customer not to use that meter na strips any longer since the storage has compromised the strips and she may not be getting the correct blood readings.